Event description:
N/a.

Manufacturer narrative:
Updated fields: b4; d9; d8; g1; g3; g6; h2; h3; h6 type of investigation, investigation findings, investigation conclusion; h11. A getinge filed service engineer (fse) was dispatched to evaluate the unit. The fse checked and found that display was flickering. Hence, he disconnected display and reconnected all its connections after cleaning. Performed all functional tests and passed successfully. Handed over to user in working mode. Based on the evaluation results provided by the field service engineer, the issue was resolved by ¿reconnecting the display connections¿ however, since no part was replaced or returned for evaluation, the root cause could not be determined.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check performed by customer , the cs100 intra-aortic balloon pump (iabp) display is not functioning. There was no patient involvement.